Event description:
On 2016-03-09, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6) male patient who was receiving dilaudid 8.0mg/ml at 6.0056 mg/day, tetracaine 60.0mg/ml at 45.042 mg/day, clonidine 600mcg/ml at 450.42 mcg/day, and ketamine 125mcg/ml at 93.84 mcg/day via an implantable pump for renal cell cancer chemotherapy. On (B)(6) 2015, examination revealed the lumbar incision had opened. The site was cleaned in the office and they instructed the caregivers to change the bandage 3-4 times daily. On (B)(6) 2016, laboratory testing revealed (B)(6) infection. The patient was referred to wound care. They were unable to explant system secondary to existing hardware and tumors. The etiology was reported as related to the device or therapy and not related to the implant procedure. The event outcome was reported as ongoing.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.